Manufacturer narrative:
A 5mm x 6cm saber rx percutaneous transluminal angioplasty (pta) balloon catheter (bc) was inserted and inflated for the lesion as a pre-dilation; however, it ruptured at 14 atmospheres after thirty seconds during its initial inflation. No patient injury was reported. The lesion was the left common femoral artery which has a high rate of stenosis. An approach was made from the right femoral artery with a non-cordis guiding sheath. A non-cordis micro catheter and non-cordis guidewire crossed the lesion. After the saber rx pta bc ruptured, it was replaced with a new, non-cordis bc and the procedure was completed. The product was not returned for analysis. A product history record (phr) review of lot 17662134 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of a high rate of stenosis may have contributed to the reported event, as a highly stenosed vessel may damage balloon material when attempting to cross the lesion. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. (B)(4). Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a 5mmx6cm saber rx percutaneous transluminal angioplasty (pta) balloon catheter (bc) was inserted and inflated for the lesion as a pre-dilation, however it ruptured at 14 atmospheres (atm) after thirty seconds during its initial inflation. No patient injury was reported. The lesion was the left common femoral artery which has a high rate of stenosis. An approach was made from the right femoral artery with a non-cordis guiding sheath. A non-cordis micro catheter and non-cordis guidewire crossed the lesion. After the saber rx pta bc ruptured, it was replaced with a new, non-cordis bc and the procedure was completed. The device has been discarded.